Event description:
A nurse reported that a peritoneal dialysis pt, using extraneal (a labeled interferent for the test strips) was admitted to the hosp, in 2008, in an unresponsive state. Reporter indicated that pt's blood glucose was measured at 7:10 am, using the inform system, with a result of 193 mg/dl. A venous sample, obtained from the same pt 2 mins later, reportedly measured 8 mg/dl in the facility's lab. Reporter did not know if pt's therapy was modified based on the values obtained on the inform system. On two days later, technical support contacted the hosp and learned that pt had "coded" at 5:50 am on original date. A hosp staff member stated that pt's blood glucose was measured at 5:57 am, using the inform system, with a result of 363 mg/dl. An add'l comparison was reportedly performed with pt's blood glucose measuring 148 mg/dl, on the inform system at 8:58 am, and 10 mg/dl, on a laboratory instrument at 9:03 am. The hosp staff member indicated that she did not know if pt was treated based on the values obtained on the inform system. At the time of the report, pt's condition was reported to be "comatose."

Manufacturer narrative:
On 01/23/2008, the MFR learned that the pt had passed away on eleven days earlier. The cause of death was listed as "severe hypoxia due to untreated hypoglycemia." The MFR requested the return of the inform system and replacement product was shipped.